Event description:
The nurse reported, he or she noted cerebral spinal fluid which leaked on the floor from the top of the drainage bag (B)(4). The bag was replaced. No patient injury occurred as a result of the event. Additional clinical information requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.